Event description:
Per the audiologist, the pt reported pain in the receiver/stimulator site and noise when using the cochlear implant system. Reportedly, her progress was very slow and not as expected. Results of an integrity test done in 2008, showed normal receiver/stimulator function with anomalies on multiple electrodes. The affected electrodes were deactivated from the pt's sound processing program. The pt's device was explanted othe following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report was filed on august 08, 2008.